Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device has the distal tip detached in the polymer section at 298.5cm from the proximal section (the distal tip was not returned). The core wire is not exposed. Overall length couldn't be measured due to the device condition (distal tip detached in the polymer section). The outer diameter (od) of polymer section near to the section detached, od of middle of the device and od of proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire detachment, vessel dissection, myocardial infarction and vessel occlusion occurred and the patient died. The target lesion was located in the right coronary artery(rca). A 300cm pt²¿ guidewire was used to crossed the lesion. The physician then proceeded with pre-dilatation and stenting without complications. However, upon removing the guide wire, the tip of the wire broke off in the ostial rca. The physician attempted to snare the detached part but it was unsuccessful. Subsequently, a vessel dissection occurred at the proximal rca was noted. The patient had a myocardial infarction and the vessel was occluded. The patient became unstable and was sent to operating room (or); however, after few hours, the patient died due to acute myocardial infarction and vessel occlusion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire detachment, vessel dissection, myocardial infarction and vessel occlusion occurred and the patient died. The target lesion was located in the right coronary artery(rca). A 300cm pt² guidewire was used to crossed the lesion. The physician then proceeded with pre-dilatation and stenting without complications. However,upon removing the guide wire, the tip of the wire broke off in the ostial rca. The physician attempted to snare the detached part but it was unsuccessful. Subsequently, a vessel dissection occurred at the proximal rca was noted. The patient had a myocardial infarction and the vessel was occluded. The patient became unstable and was sent to operating room (or); however, after few hours, the patient died due to acute myocardial infarction and vessel occlusion.